Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device was explanted due to normal elective replacement indicator (eri). There was also a report that the right atrial (ra) lead exhibited variable sensing and high pacing impedance measurements of 2,500 ohms. The lead was not tested with the pacing system analyzer (psa). A new implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Impedance testing was completed and all measurements were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.